Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the device gave the patient a sensation of heat/burning [on the skin]. The customer was unable to determine which specific sensor was involved. The customer also reported that there were no consequences or impact to patient but the event did delay care for them.